Event description:
This report summarizes two malfunction events where the tip of a denali thoracic probe "broke" intra-operatively. All pieces were removed from the patient and the procedure was successfully completed with no delay or adverse consequence to the patient.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Corrected data: previously stated in h.10. That "a supplemental vmsr will be submitted upon completion of the remaining seven (7) investigations"; however, there were only 2 devices captured/reported. Lot tl5 (manufactured 16/jul/2008): visual analysis observed that device tip had fractured between the 30mm and the 40mm laser marking. It was also noted that the laser markings of the device were worn, and discoloration was present throughout the surface of the instrument. Lot bbmg (manufactured 11/apr/2012): visual analysis observed that device tip had fractured near the 10mm laser marking. It was also noted that the laser markings of the device were worn. Manufacturing records reveal that the devices were 9 to 13 years old at the time of event. It is likely that repeated use throughout the device's service life could have compromised the material integrity at the tip, causing the observed fracture.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Additional information: one (1) device, lot tl5, was received 25/mar/2021. One (1) device, lot bbmg, was received 6/apr/2021. A supplemental vmsr will be submitted upon completion of the remaining seven (7) investigations.

Event description:
This report summarizes two malfunction events where the tip of a denali thoracic probe "broke" intra-operatively. All pieces were removed from the patient and the procedure was successfully completed with no delay or adverse consequence to the patient.